Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2005, a physician reported an event about a pt that complained about pain and bleeding symptoms from the time of first essure placement a year ago. The reporting physician is not the same physician, that inserted the essure implants in the first place. At 3 months after the first placement, the pt had an hsg that showed the left tube to be patent with the left device in the myometrium. A 2nd placement was done to replace the left device. The procedure was reported as a success. However, the pt continue to complain of pain and bleeding and sought care from reporting physician. Approx 6 weeks ago the reporting physician performed a laparoscopic hysterectomy and found the device originally placed on the left side to be lying in a u-shaped configuration within the myometrium. The pt is now pain-free since the surgical intervention.

Manufacturer narrative:
(B)(4).